Manufacturer narrative:
An evaluation of the kangaroo pump was performed for initial service tech finding a blank screen. The unit was evaluated by the failure investigation team and the reported issue of a blank screen could not be duplicated or confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement. Upon triage on (B)(6) 2018 service found the pump blank screened during the final eputil test.